Event description:
It was reported that there was a shock impedance value greater than 200 ohms. Daily measurements were 145 ohms. The high values had been stable over the previous three months. There was no signal noise noted and it was possible that the high impedance was clinical in nature. Technical services recommended troubleshooting options. The implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead (model and serial number unknown) remain in service and no adverse patient effects were reported. It was additionally reported that the patient underwent defibrillation threshold testing. The result was code 1005, indicating an open circuit condition. The shock impedance during the test was 120 ohms and the patient's induced ventricular fibrillation was successfully converted with a 41 joule shock. Technical services recommended replacing the rv lead; however, the physician wanted to avoid this action if possible. The ICD and rv lead remain in service and no additional adverse patient effects were reported.